Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for missing gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with 3 bd vacutainer® sst¿ ii advance plus blood collection tubes the gel was missing. The following information was provided by the initial reporter, translated from chinese to english: when checking the product, it found that the tube have no gel.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 3 bd vacutainer® sst¿ ii advance plus blood collection tubes the gel was missing. The following information was provided by the initial reporter, translated from (B)(4) to english: when checking the product, it found that the tube have no gel.